Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the infusion site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 40: warnings: never use insulin that is cloudy; it may be old or inactive. Always follow the insulin manufacturer¿s instructions for use. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod, chapter 3 / page 39: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes, chapter 13 / page 171-172: infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge, or heat. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
Patient reported that her bg (blood glucose) was not going down and her pod site was also painful, she was wearing the pod on her left upper thigh for about 2 days. Patient stated at 12:22 am her bg was 270 mg/dl, she bolused .5 units. At 2:17 am her bg was 268 mg/dl, she bolused for 1.65 units. At 4:13 am her bg was 241 mg/dl, she bolused for 2 units then removed the pod at 4:13 am. Patient stated she noticed pus coming out of the cannula site. Patient activated a new pod at 4:19 am on her upper right thigh, and did a manual shot of 1 unit. Patient also bolused 1.6 units at 5:57 am, she did not provide a specific reading for this time, but stated her bg was a steady 240 mg/dl. Patient went back to sleep and woke up around 8:30 am, she stated her bg was in her normal range with the new pod, did not provide a specific bg range/reading. Patient noticed her previous site was red and swollen about the size of a silver dollar and the swelling was not going down, it was getting worse. She called her endocrinologist office as she believes her site is infected. She did not get diagnosed as she was not seen by the doctor, but the on call endocrinologist prescribed her a 5 day antibiotic (cephalexin, 500 mg capsules). The on-call doctor suggested she stop using the pod and switch back to lantus. Patient thinks it was specific to the site not the pod, she is still in treatment with the pods. The patient thinks this was not specific to the pod as there has never been an issue in the past nor with the new active pod.